Manufacturer narrative:
Other applicable components are: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a lead revision on (B)(6) 2019 due to lack of stimulation. The representative also inquired as to why the ins depleted when off- they were concerned since the patient hadn't been using the ins and it was still depleting. Recharging statistics were reviewed and it was reviewed that 100-0% charge when off was expected in a 27 day period. Based on the information, the ins appeared to be behaving as expected as far as depleting when the ins was off. No further complications reported.